Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not responding to button presses. The device would freeze on occasion when the buttons were pressed. The patient's blood glucose at the time of incident was 3.5 mmol/l. Troubleshooting was initiated for the keypad anomaly. The caller had not noticed the numbers ramping. The device had not alarmed stuck button either. The self test was completed without issue. However, the caller stated that the keypad and freezing issue has been happening over the past few months. However, the insulin pump was not returned for analysis.